Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned however the pumps operators manual indicates (see user manual section 'references') that the pump will alarm with various 'error' codes which indicates a potential problem with the pump. The user manual also states (section watching power up) 'if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming error 1660. There was no patient injury reported.